Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a message on the robot stating, ¿don¿t move trumpf bed¿ when anesthesia was not prompting table motion. Yet the robot arm joints broke as if preparing for table motion, which then caused all arms to ¿jump¿ while surgeon was operating. The procedure was completed robotically with all 4-arms. The universal surgical manipulator¿s (usm¿s) moved automatically with no command but did not move in opposite direction. There was an observed greater shaking than intended or that the movement was unsmooth. The issue was intermittent with unwarranted ¿don¿t move trumpf bed¿ error message that has been occurring over the last 6 months, but field service engineer (fse) could not reproduce the issue when on site. There was no instrument-to-instrument or system arm-to-arm interference nor any external collisions that occurred. There was no issue with tissues as the same complaint was reported in the past with different surgeons. There was no patient injury due to the unplanned movement. However, the major concern with the issue of unwarranted movement was due to both surgeons working closely to critical structures and expressed not feeling safe because they were not sure when the robot arms would decide to move without warning.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, user informed the technical support engineer (tse) that the user experienced unexpected movements of the patient side cart (psc) arms and the table, which were not planned. The user continued the case before contacting tse. During troubleshooting, it was confirmed that nothing was pushing or pulling on the arms, and all cables appeared to be in good condition. There were no issues at startup or with targeting at the start of the case, and docking was in a good position. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce the reported problem. Fse performed a bubble and quad bar calibration to ensure all was ok. System was tested and verified ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. Fse performed system test without any issues. The fse's service visit did not reveal any issues related to the customer reported event.